Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no responses to clinical requests were not provided nor has the s+n device been returned to fully evaluate the root cause of the reported event. Per report, the 4.5mm l-d fem lk plate 6h l155mm was removed from the patient due to the reported pain. However, the patient impact beyond that which has been reported could not be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient presented pain and the 4.5mm l-d fem lk plate 6h l155mm was removed. The outcome of the patient is unknown. No additional information was provided at this time.